Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of 700 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous insulin drip, fluids, and potassium. Customer was released from the hospital the following day with no permanent damage. Reportedly, an occlusion alarm occurred. Troubleshooting with tandem technical support was performed, and determined the cartridge to be the cause for the occlusion. Customer changed the infusion set and cartridge to resolve the issue.